Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during surgery the surgeon encountered thick tissue and the movable top jaw of instrument fell off. It was retrieved immediately by surgeon. They opened another device and the top jaw would not open after activation. The surgeon said thick tissue was likely to blame. No more information could be provided. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # n90k7w. Investigation summary: the device was received with the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.